Event description:
It was reported that the patient was experiencing a shocking and burning pain at the ipg site regardless of whether the stimulation is on or off. The ipg looks like it is not fixed in place, and the patient can visually see that the ipg migrates inside the pocket. The patient did not experience any trauma or weight changes. In turn, the patient had their entire system explanted.